Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door 3 had broken off the hinge. A field service engineer pulled off the broken hinge and reinstalled the hinge and door to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system tower door 3 broke off. The customer stated that the drawer was completely down, and the nurse had to go to another location to get the medication, which caused a delay in accessing medication. There were no adverse events or injuries reported based on this event.